Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode or needle was fractured while in body during insertion and sensor needle hard to remove. Customer blood glucose value was unknown. Customer stated that they rotate the serter while removing off the pedestal and twist or reinsert sensor. The sensor will not be returned for analysis.